Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was having issues with incorrect pump suspend due to sensor glucose versus blood glucose differences. The customer¿s blood glucose level was 196 mg/dl at the time of the incident and the sensor glucose was at 65. Troubleshooting was completed but did not resolve the issue. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to high readings.